Event description:
Over the year I have noticed that my lower teeth started to get more out of line. I started debating doing something to get them straighter. After a while I started noticing a lot of advertising for smile direct club. It sounded like a good deal. I had my teeth scanned and was told that the dentist would make the best plan for my teeth. After using the trays for about 7 months, I started to realize that I was having hard time biting / chewing and one of my lower teeth was moving and shaking a lot. I called them saying I wanted to see my dentist there to make sure everything was going fine. I was informed that there was no dentist for me to see or to speak to. I was shocked, I felt completely lied to and deceived. All through the process they made me believe that I was under care of a dr. They just dismissed me as a nuisance. I finally went to my dentist who informed me that I will probably be losing my lower front tooth from not being moved properly. I am constantly in tears now. I wish I could go back to my teeth being not straight and be able to keep my teeth. How is it allowed for a business to perform health treatment unsupervised and to butcher people for profit as well as tell them complete lies without being punished. I don't know what I should do now and who to talk to. Please let me know. FDA safety report ID# (B)(4).